Event description:
It was reported that the user ran out of insulin, could not seat a new cartridge in the ilet pump, and experienced hyperglycemia with a blood glucose of 400 mg/dl; the agent verified disconnection, instructed a rewind and full supply change, the user declined changing the needle, and insulin delivery resumed, with later blood glucose reported at 264 mg/dl while the user was on antibiotics for a sinus infection. Customer care provided support that included remote troubleshooting and recommendation to change all infusion supplies. Investigation of this case revealed that the cartridge installation issue was resolved by performing a rewind and supply change, suggesting use error or supply handling as the likely contributor rather than a device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin therapy and decline of further follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hyperglycemia of undetermined cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.